Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The suspect medical device is a mentor smooth round moderate profile 375cc saline breast prosthesis, catalog # 3501660, lot # 6498301, PMA #p990075, UDI # (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. The patient¿s explanted devices were replaced with mentor smooth round moderate plus profile 375cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/03/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 05/03/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Red material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a tear measuring approximately 0.3 cm located on the anterior aspect and a crease on the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast reconstruction procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was observed in a mammogram and later confirmed by a physician¿s examination. As a result, the patient underwent bilateral explantation and replacement with mentor saline breast prostheses on (B)(6) 2019.